Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Product evaluation was not performed as a processing error made the unit unavailable for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Event description:
It was reported that during surgery the motor drive unit became very warm. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.